Manufacturer narrative:
Submit date: 02/01/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the medical center on (B)(6) 2008 and underwent a coronary artery bypass grafting surgery. While hospitalized, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt suffered from various injuries , including but not limited to nausea, vomiting and heparin induced thrombocytopenia (hit).